Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, a reporter for the lay user/ patient contacted lifescan (lfs) france alleging the patient¿s onetouch vita meter read inaccurately high compared to her feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014 around 10am. It was reported the patient obtained a result of ¿280 mg/dl¿ with the subject meter. The patient manages her diabetes with insulin. Based on the alleged result, the patient was administered an additional dose of rapid insulin (5 units). About 4 hours later, the reporter claimed the patient felt symptoms of sleepy and sweating. Emergency medical services (ems) was contacted. The patient obtained a result of ¿38 mg/dl¿ with the ems meter. The patient was given sugar and pasta as treatment. The patient felt better after and her blood glucose was retested at that time. The patient obtained a result of ¿128 mg/dl¿ with the subject meter and ¿93 mg/dl¿ with the ems meter. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claimed the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.